Event description:
It was reported that on (B)(6) 2016 the ventricular lead exhibited intermittent loss of capture and oversensing. On (B)(6) 2017 the lead exhibited the same anomalies and it was also noted that the pulse generator had reached normal elective replacement indicator and was scheduled for a device change out procedure. The asymptomatic patient presented to the hospital for the scheduled device change out procedure. Upon interrogation, the ventricular lead continued to exhibit intermittent loss of capture. On (B)(6) 2017 during the device change out procedure, the physician elected to cap and replace the lead during the procedure. The procedure was completed successfully; the patient tolerated the procedure well.